Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple cartridges. Customer's blood glucose level was between 90 and 100 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.